Manufacturer narrative:
The pump was returned for further investigation. During the evaluation it was found that the pump was very dirty and the bearing was damaged which led to the reported issue. However it could not be determined how the bearing got damaged. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump. The technician replaced the pump and the issue was resolved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was requested to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.